Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a photocoagulation surgery, the tip of the laser probe could not be inserted into the puncture port of the same specification aperture. The surgery was completed on the same day using an alternative probe, and there was no patient harm.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a laser probe (lp) was received for testing. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot number was performed. No similar complaints were reported for the product lot under investigation with the same event code. A lp was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. A fit check was performed with a trocar and found resistance. A visual assessment under a microscope was performed and revealed excess adhesive. Based on the results of this investigation, the reported event was confirmed. However, it remains inconclusive how or when the excess adhesive was deposited on the cannula. The root cause of the reported event is attributed to excess adhesive. However, it remains inconclusive how or when the excess adhesive was deposited on the cannula. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).